Event description:
During a procedure, it was found that the pt's blood pressure gradually decreased while performing pv isolation using by a navistar thermocool catheter. The procedure was continued and pv isolation of 60 ablations were performed creating a block line of the cti. It was stated that there was a catheter curve fit issue while using the navistar thermocool catheter, however, the user managed to perform 2 ablations using the navistar thermocool catheter. The catheter was then changed to ablaze catheter. Ablation procedure was carried on, and increase of st waves was noted when the catheter had led to the second and third ventricular fibrillation. A coronary angiography (cag) was performed. It seemed that the spasm was from the right coronary artery (rca) that became ventricular fibrillation while handling the angiography catheter. Echocardiography revealed a mild cardiac tamponade. Pericardial puncture and drainage were performed. This procedure was completed successfully. The pt was stable and had improved. The physician was unsure what caused the event, however, commented that there was no product defect noted. It was possibly procedure related.